Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right atrial (ra) lead and right ventricular (rv) lead, the patient died of an unknown cause.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was bradycardic during the procedure.